Event description:
The customer reported that the ventilator battery would not charge, and the device shut down while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the internal battery and power management pcb board to complete the service. Performance verification testing was completed and passed per operating specifications.